Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, they noticed on the screen that part of the plastic had broken away from one of the forceps. They retrieved the plastic from the patient. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise #: (B)(4). The device was returned to the factory on 08jun2020 and investigated on 15jun2020. Signs of clinical use and evidence of blood were observed. A visual inspection device was conducted. The silicone insulation on the cold jaw and hot jaw were observed to be intact with no defects. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. Based on the condition of the device as found, the reported complaint was not confirmed for "peeled jaw" and confirmed for the analyzed failure ¿material bent/twisted.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, they noticed on the screen that part of the plastic had broken away from one of the forceps. They retrieved the plastic from the patient. The hospital did not report any patient effects.